Manufacturer narrative:
Incident discovered on 7/24/2018 during a follow-up call. This is a retroactive investigation of the incident.

Event description:
It was reported that the patient underwent a surgical procedure that utilized a lapidus nail and several threaded pegs for fixation. The original surgery occurred on (B)(6) 2017. It was noted that the locking threaded peg was backing out from the nail, and the patient displayed a non-union. The nail and pegs were removed on (B)(6) 2018 and revised with a plate. During evaluation and investigation, the implant was not returned for analysis. The DHR records of implants involved with the case were reviewed. All records indicate the implants were manufactured according to specification and no deviations were noted for released product. No identifying patient information was available for reporting.